Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to manufacturing related due to collapsed / pinched inflation lumen under the balloon or along the shaft. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the foley catheters balloon did not inflate correctly.